Event description:
As a diabetic who has been using medtronic enlite glucose sensors for over a year and a half I really feel that I need to report the many problems I have had with this device. On average, at the minimum at least one out of four of these devices do not function correctly when installed and must be replaced. When the device works it is fairly good at predicting high glucose levels but it is very poor at reliably predicting low glucose levels which are the most harmful and can lead to diabetic comas. I can't recount the number of times I have awakened at night very low blood sugar, tested, and found that the sensor is reading dangerously higher than what my blood sugar actually was and not warning me of the impending crisis. This is not good. The other major problem with this device is that on installation it can go into a low blood sugar warning spiral that cannot be corrected by recalibration as suggested by the manufacturer. I have been on the company's phone hotline numerous times with this problem. They have replaced the defective sensors but I think the design flaws in this product remain a major problem. Medtronic is pushing this product as the first step to an artificial pancreas which is outright corporate hyperbole - it is nowhere close and a very flawed product at best. You should hold then accountable for either its immediate improvement or its removal from the market.